Event description:
It was reported that the patient had low flow alarms. Their flow was normally around 4 lpm but had dropped to the low flow threshold. The patient admitted they were dehydrated but when admitted and fluids were given the flows only increased slightly. Intravenous heparin was given as a precaution in case the outflow graft was obstructed. Computed tomography (CT) images were taken that did not appear to show any typical indications of outflow graft twist or occlusion. Within 24 hours the flows had increased back to a baseline of 4-4.5 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section h1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the suspected thrombus could not be confirmed through the evaluation of the submitted video. Additionally, the reported low flow alarms were confirmed through the review of the submitted log files; however, a specific cause for the low flow events, as well as a direct correlation to the suspected thrombus, could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypovolemia could not conclusively be established through this evaluation. The account submitted one video of a computed tomography (CT) scan for review. The video captured several slices of the implanted device in the patient¿s chest. Certain slices of the CT appeared to show slight narrowing of the proximal portion of the outflow graft beneath the bend relief, while other slices appeared unremarkable. The exact shape of the graft underneath the bend relief could not be conclusively determined from the video alone, and an outflow graft occlusion/thrombus could not be confirmed. The submitted controller event log file contained events from (B)(6) 2024 ¿ (B)(6) 2024. Intermittent low flow fault flags were captured on (B)(6) 2024, with several of these faults associated with low flow hazard alarms. Of note, the low flow events appeared to resolve by (B)(6) 2024, when flow returned to the patient¿s baseline observed at the beginning of the file. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further related events reported at this time. The relevant sections of the device history records for (B)(6) where reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypovolemia and device thrombosis, that may be associated with the use of heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia and thromboembolism as potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had no recent medication changes that might have contributed to a potential thrombus. Their sildenafil dosage was increased about three weeks prior, however.